Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced multiple episodes of unusual glucose variability while using the ilet, including odd rises attributed to a suspected bad infusion set and recurrent lows linked to not locking the lure connector and cartridge into the device during supply changes. Symptoms included low glucose and high glucose. Outcomes included self-treatment of hypoglycemia with oral glucose and food without medical assistance and with no hospitalization. Investigation included troubleshooting and user education addressing hypoglycemia management, avoidance of overtreatment, identification of bad infusion sets using established procedures, appropriate use of ¿more than/less than usual¿ meal entries, timely meal announcements, and proper disconnection and rewind steps for set and cartridge changes, with planned observation of the next set change via video. Investigation of this case revealed incorrect infusion set deployment and an infusion set connector not fully attached to the pump, which likely caused intermittent insulin delivery leading to both hypoglycemia and hyperglycemia. It was concluded, based on previously established findings for similar reports, that user setup and handling errors were the most probable cause.